Event description:
It was reported that the effect of the medication was too weak/not effective. A pump operability test, rotor test and catheter x-ray were performed; also reported as ¿contrast study was performed twice¿, but no clear system abnormalities were found. The catheter was subsequently replaced on (B)(6) 2014. During the surgery, there was an opinion what looked like leakage of liquid had been washed away in the area where the catheter's spinal segment and pump segments were attached, but that opinion did not continue throughout the surgery. There was also what looked like leakage of fluid from the pump's ventral side. The surrounding area of the ventral pump surroundings was checked, and catheter damage was not evident in the extent that could be confirmed visually. Catheter damage was suspected in the area of the connection, or in the area where the catheter and pump were connected, but a judgment could not be reached based on the examination during the patient¿s hospitalization, nor what was observed during surgery. It was unclear whether there was a minor leakage or abnormalities. It was noted that they removed the catheter and tried to ¿plug the catheter in soon afterwards, but could not¿; also reported as ¿the catheter was inserted right out of the package, but the alleged malfunction occurred¿. The event severity was noted as serious and the patient was recovered as of (B)(6) 2014. The event was unrelated to the drug or procedure, and unknown if related to the catheter. The pump system was being used to deliver gabalon. It was unclear what ¿plug the catheter in soon afterwards, but could not¿; also reported as ¿the catheter was inserted right out of the package, but the alleged malfunction occurred¿ was referring to. Follow-up is being conducted for clarification. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
No new additional information. Of note, the report indicated that the indura catheter was being used in the patient. However, previous reports indicated that the product was explanted and replaced with the ascenda catheter on (B)(6) 2014. Additionally, the indura catheter analysis was complete on (B)(6) 2014, and was reported in the supplemental report sent on (B)(6) 2014. Information was received from a healthcare provider who indicated that the patient's underlying disease was cerebral palsy. The patient was treated with gabalon intrathecal at a dose rate of 250 mcg/day beginning on (B)(6) 2011 and was being continued. There were no complications, no concomitant medications, and no past history/history of adverse reaction. The patient experienced withdrawal symptoms on (B)(6) 2014 which required hospitalization and was considered serious. The patient had recovered from the withdrawal symptoms on (B)(6) 2015 and the event was considered unrelated to gabalon intrathecal. It was noted that because the catheter was an indura catheter, the healthcare provider tried changing it to an ascenda type catheter on (B)(6) 2014 at the catheter replacement surgery. The drugs used to treat the patient were ineffective, a catheter dye study was performed twice, but there were no clear system abnormalities. Information was later reported from the healthcare provider who indicated that the patient's weight was (B)(6). The patient had an underlying disease of cerebral origin (cerebral contusion paralysis of unknown origin). The patient had complications/past history of an unspecified constipation required a glycerin enema, a sleep disorder which required triazolam halcion, and an unspecified liver complication chronic bronchitis which required mucodyne therapy. The patient's pump was implanted on (B)(6) 2011, and the patient had no allergy, alcohol, smoking, or history of adverse drug reaction. The patient also had physical therapy. The patient experienced withdrawal symptoms in (B)(6) 2014, which were considered serious and required hospitalization. The pati ent's intrathecal dose was changed and the catheter was replaced. The patient had recovered on (B)(6) 2014. The event was unrelated to the investigational drug, pump, procedure, and programmer, butit was related to the catheter. The patient's initial daily dose of gabalon intrathecal (0.05%) was 25 mcg/day beginning on (B)(6)2011. The dose was changed to 250 mcg/day of gabalon intrathecal (0.2%) in flex dosing mode on (B)(6) 2014 and was stopped on (B)(6) 2014. There was no pump operability or catheter x-ray study performed. The patient was given diapp suppositories (4 mg) once/day beginning on (B)(6) 2014 and stopped on (B)(6) 2014. In (B)(6), the patient experienced increased myotonia which became worse and a deterioration of muscle tension, and a dose increase was ineffective. On (B)(6) 2014, frpmig tc tps scintigraphy was conducted and confirmed that there was no accumulation in the kidney. Catheter contrast radiography was conducted and there was no contrast media leak from the catheter tip. On (B)(6) 2014, the indura catheter was replaced to an ascenda catheter. The cause of the catheter leak was due to catheter damage/fracture. Actions using four limbs were smooth and the patient's body trunk moved many times. Therefore, the catheter damage may have been easily caused. Close exam ination of the catheter revealed damage to the catheter in creep. Improvement in the patient's myotonia was observed after the surgery. Per the physician's assessment, the catheter damage was due to a fissure. It was also noted that on unknown dates, a pump operation test, rotor test, and catheter test using x-ray were performed and no abnormalities were found. Additional information from a physician indicated the deterioration of muscle tension was same as before the pump system was implanted. On (B)(6) 2015, additional information was received from a healthcare professional (hcp) via a rep and daiichi reporter. It was reported that the patient's "gradual worsening of increased muscle tension" was reported as withdrawal symptoms. However, upon additional follow-up, it was determined that the "event is not considered to be a withdrawal symptom." The details of the adverse event were written as "withdrawal symptoms" but were reconsidered and reported as "strain relief sleeve catheter damage."

Manufacturer narrative:
Analysis of the catheter body revealed a hole or tear in the caused by the catheter connector pin. Microscopic inspection revealed the hole on the catheter body, underneath the strain relief shroud of segment 2. Additionally, a slice cut on the pump connector of segment 1 was observed; this was likely done during explant.

Event description:
It was further reported that, although examination using fluoroscopy was conducted, no obvious catheter abnormality was found. It was previously reported that "they removed the catheter and tied to plug the catheter in soon afterward, but could not" and "the catheter was inserted right out of the package, but the alleged malfunction occurred," subsequent information received indicated that the catheter in question was in reference to the newly implanted catheter, and that it was copied in error; there was no malfunction with regard to the newly implanted catheter. Additionally, the previously reported catheter replacement date of (B)(6) 2014 was reported in error; the actual catheter replacement date was on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 8711, serial# (B)(4), explanted: (B)(6) 2014, product type catheter; product ID 8781, serial# (B)(4), product type catheter. (B)(4).